Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had delivered appropriate schemes of anti-tachycardia pacing (atp) and a shock for ventricular tachycardia (vt) the patient was experiencing in the vt/vf zone. This therapy delivery ended up accelerating the arrythmia into the vf zone, but soon after the rhythm converted. All evidence indicates that the ICD operated appropriately based on its current programmed parameters and remains in service. No additional adverse patient effects were reported.